Event description:
Clinical information: (B)(6), patient site ID: (B)(6) it was reported that on (B)(6) 2023, a 29mm navitor valve was successfully implanted in a patient. The patient was placed on local anesthesia and heparin for procedure. A pre-implant dilatation was performed using a 25mm non-abbott balloon catheter. It was noted during the pre-implant dilatation, that the patient developed atrial fibrillation. After release/implant of the 29mm navitor valve the patient's atrial fibrillation continued. Mild perivalvular leakage was noted post-implant. The final non-coronary implant depth is 0mm and the left coronary cusp implant depth is 1.99mm. Post-implant the decision was made to perform a cardioversion. However, the patient's atrial fibrillation persisted and the decision was made to administer the patient an amiodarone infusion.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - vantage, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 29mm navitor valve was successfully implanted in a patient. The patient was placed on local anesthesia and heparin for procedure. A pre-implant dilatation was performed using a 25mm non-abbott balloon catheter. It was noted during the pre-implant dilatation, that the patient developed atrial fibrillation. After release/implant of the 29mm navitor valve the patient's atrial fibrillation continued. Mild perivalvular leakage was noted post-implant. The final non-coronary implant depth is 0mm and the left coronary cusp implant depth is 1.99mm. Post-implant the decision was made to perform a cardioversion. However, the patient's atrial fibrillation persisted and the decision was made to administer the patient an amiodarone infusion. Subsequent to the previously filed report, additional information was received that there was no difficulty implanting the 29mm navitor valve. It was noted that there was calcification on the left ventricular outflow tract. The patient's atrial fibrillation did persisted after implant of 29mm navitor valve. There was no clinically significant delay in procedure reported. It was also noted that no atrial fibrillation was present the day after the valve implant, following the amiodarone infusion. There is no allegation of malfunction against the 29mm navitor valve or procedure. The patient was discharged in good condition at the time of report.

Manufacturer narrative:
An event of mild perivalvular leak and atrial fibrillation was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the valve was implanted slightly high, with the non-coronary cusp implant depth at 0mm and the left coronary cusp implant depth at 1.99mm which could have contributed to the reported perivalvlar leak. It was also indicated that there was no allegation against the device and that the atrial fibrillation was present prior to device implant, after the pre-dilation and was likely related to the procedure. There is no indication of a product quality issue with regards to manufacture, design, or labeling.